Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the sagittal saw attachment device would vibrate at random. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during further evaluation, it was observed that the bearing was not functioning. It was also observed that the device failed the check the saw blade tool coupling, check of free movement, check the oscillation frequency min. 9900 to 12100 osc/min and check the saw performance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.